Manufacturer narrative:
Mattress not being returned to manufacturer for evaluation; no product malfunction is alleged.

Event description:
It was reported that the pt's skin was breaking down while on the mattress.